Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in pt. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. Method: a graft from same batch number than the complaint device underwent water permeability testing. Tests result indicated a value well within product specifications. In addition, suture strength testing was performed on a product from the same fabric than the complaint device. Suture retention testing (at 90 degree and 45 degree) indicated values within specifications. Conclusions: no conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a similar product would tend to indicate that the device was not defective.

Event description:
Pt underwent a peripheral vascular surgery in 2007. During surgery, bleeding was evidenced at each suture needle-holes. It was reported that it took one hour to obtain hemostasis. Graft remained however implanted in pt.